Event description:
A report was received from a user facility in the (B)(6) stating: "the vitrectomy cutter did not work properly during use. The cutter was replaced and the procedure was completed without further incident." There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
The device has not been received for eval. A supplemental report will be submitted when the eval is complete. The cutter assembly, contained within the stellaris 23 gauge posterior vitrectomy pack is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing.